Event description:
It was reported to philips that the system froze during use due to a pc performance issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Diagnostics were performed; advised system reinstall if the issue recurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).